Manufacturer narrative:
The device was received deployed. During fluid path testing, fluid was observed to be leaking from the fluid path. A closer inspection found a hole in the exposed portion of the soft cannula, resulting in the observed fluid leak during investigation. The timing and cause of the damaged soft cannula could not be determined. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. No timeouts or drive stalls were observed in the data that would indicate the device leaking during operation. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient¿s blood glucose level was reported to be greater than 13.9 mmol/l (250 mg/dl). The pod was worn between 36 and 48 hours, on the leg. Analysis of the returned device revealed a tear in the internal cannula, which resulted in fluid leaking inside the device. The device was originally reported for pod leaking during wear.